Event description:
The product was used during a laparoscopic cholecystectomy. Reportedly, the clips did not load properly. No pt injury has been reported.

Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA.